Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited high threshold and infinite impedance. The physician changed the lead and the parameters remained high. The physician chose to replace the implantable pulse generator (ipg). No patient complications have been reported as a result of this event.